Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the ilet user experienced fluctuating blood glucose. This included prolonged hyperglycemia reaching 401 mg/dl and above 180 mg/dl for over seven hours, as well as hypoglycemia to 40 mg/dl for approximately two hours and elected to return to a prior pump. Symptoms included hypoglycemia, hyperglycemia, nausea, migraine, muscle tension, dizziness, shakiness, and transient visual disturbance. Outcomes included no professional medical intervention, no ketone elevation, and self-treatment of lows with oral carbohydrate. Investigation included a review of the event details and return logistics, and the device and supplies were retrieved for assessment. Investigation of this case revealed no reported device alarms or malfunctions beyond high and low alerts, and the specific device component associated with the glycemic fluctuations could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.